Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead was repositioned due to patient complaint that they could feel their heart pounding while being paced. The lead is still in use. No patient complications have been reported as a result of this event.